Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra2 meter read inaccurately high compared to another meter (brand unknown). In addition the patient also alleged that the subject meter was reverting to set up mode. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issues began on (B)(6) 2014 around 5:00pm. The patient reported obtaining blood glucose results of ¿7.5-8.5 mmol/l¿ with the subject meter and ¿3.3 mmol/l¿ with another meter taken more than 30 minutes apart. The time difference between the results exceeds lfs¿ criteria for a valid comparison. The patient stated that she manages her diabetes with a combination of oral medication (metformin 500mg 3-4 times a day usually at breakfast, lunch and dinner; diamicron 30mg twice a day before breakfast and before bedtime). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issues. The patient reported that one and half to two hours after the alleged issues occurred, she developed symptoms of ¿sweating, nausea, weakness, feelings of passing out and dizziness¿. In response to her symptoms, the patient reported consuming a chocolate bar, one whole banana and half a glass of orange juice at approximately 6:30pm. The patient claimed a blood glucose test was performed on her back up meter (unknown brand) around 6:30-7:00pm and a result of ¿3.3 mmol/l¿ was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used for testing. The csr noted that the subject meter was not being used for the first time and there was no misuse of the device. The csr walked the patient through resolving the alleged power issue and the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged product issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.